Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
They underwent a driveline debridement and were then admitted for an elective pump exchange. The operative course was a "very difficult dissection of the heartmate 3", which caused prolonged surgical and cardiopulmonary bypass (cpb) time; the time on cpb was noted to have been 303 minutes. There was a small amount of purulent material found around the driveline and around the sewing cuff of the pump. They were noted to be in stable condition when they left the hospital on (B)(6) 2024 and was discharged with wound vac at the previous driveline site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to driveline infection on (B)(6) 2024. It was stated that there was no infection noted around the pump at time of explant. It was additionally stated by the site that the first positive culture noted was on (B)(6) 2024. The patient tested positive for pseudomonas aeruginosa. They were noted to be in stable condition when they left the hospital on (B)(6) 2024. The device was stated to have operated as expected. The site stated they returned the modular cable because they were requesting the pump to be sterilized and returned as an operating pump for educational purposes. It was noted that the patient was managed by another program for driveline infection starting on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and a correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Additionally, a correlation to the patient outcome cannot be conclusively determined. (B)(6) was returned assembled with the pump cable cut approximately 12¿ from the pump header. The severed distal end portion of the pump cable was returned, attached to the modular cable. Approximately 8¿ of the sealed outflow graft was returned, with the bend relief properly connected to the graft hardware. The apical cuff was returned properly engaged with the cuff lock. Examination of the inflow cannula revealed a thin layer of strongly adhered tissue ingrowth at the proximal end. This ingrowth appeared non-obstructive and would not have contributed to any flow issues during support. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a, is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2024-05449 (onset of driveline infection (B)(6) 2023).